Event description:
It was reported that the customer received an altitude alarm after the pump became wet. The customer removed and reinstalled the cartridge. The alarm was cleared and insulin delivery was resumed. The customer's blood glucose level was 350 mg/dl and had lowered after the alarm was cleared.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.